Event description:
There was an allegation of questionable inr results when testing with coaguchek xs meter serial number (B)(4). At unknown time points on (B)(6) 2022 the patient¿s meter results were >8 inr. The patient stopped taking his marcumar. At an unknown time point on (B)(6) 2022, the patient¿s meter result was still >8 inr. The high inr value two days after stopping marcumar is questioned. The patient¿s therapeutic range is unknown.

Manufacturer narrative:
Occupation is patient/consumer. The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The customer's meter and test strip lot 55343012 were received for investigation, where they were tested with a high-level control sample. Testing results (control range 2.6 - 3.2 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.